Event description:
Report received from the USA stating that there was an e6 error on the console. It is known that the device was used in surgery and that injury did not occur. It is unknown whether there was a delay in surgery or surgical intervention. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).